Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported sphb measurement of 14.7 g/dl, pi 4 - coulter measurement indicates 10.9 g/dl. More tests indicated that the woman had ferropenic anemia. No patient impact or consequences were reported.